Manufacturer narrative:
This supplemental report is to advise that upon further review this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Device was received at (B)(4). Evaluation determined that the reported issue was confirmed. The device was found with burnt transducer receptacle. The identified parts were replaced, device was repaired. Once completed, the device was tested according to OEM (original equipment manufacturer) technical guide and specifications. Photos of the defective device was provided. The faulty transducer is being returned to OEM for investigation. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during maintenance inspection the device transducer receptacle was found to be burnt out. There was no patient involvement on this event reported. No user injury reported.